Event description:
An impella 5.5 device was inserted via the right axillary artery in a 54-year-old male patient presenting with cardiomyopathy, with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The impella 5.5 was placed via the right axillary artery through a terumo 8 mm graft, with position confirmed by transesophageal echocardiography (tee). The graft was trimmed, and the sheath was removed. During the attempt to advance the suture hub into the graft, it was noted to be stuck. The yellow pin was removed, but the blue reposition button remained depressed and the job could not be advanced. The decision was made to explant and replace the device due to a possible defect. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information has been provided in d4 (serial number). Additional information has been provided in d9. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in h3. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the unable/difficult to insert through other device was not determined due to insufficient clinical details and no defect found.

Manufacturer narrative:
D4: primary UDI number corrected.